Manufacturer narrative:
The calcium reagent lot number was 88207801, with an expiration date of 31-aug-2026. Calibration and control data showed no issues. The field service engineer found broken tubing on a rinse head. The tubing was replaced. Precision testing and quality controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for three patient samples tested with calcium gen.2 on a cobas 8000 c702 module. The customer provided an example of one patient sample with discrepant calcium results. For the example provided, no questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.1 mg/dl. Due to the value being a low value, the customer decided to repeat it. The sample was repeated, resulting in a value of 8.7 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 9.1 mg/dl and this value was deemed correct.